Event description:
On (B)(6) 2012, animas received information about a hospitalization for elevated blood glucose and a possible animas pump issue. Animas made several attempts to contact the reporter back for more information but was not successful. Three phone calls were made and a letter was sent to the reporter requesting a callback. This complaint is being reported due to a possible animas pump issue involving a patient's hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2012 at 4:33pm prior to consecutive ¿loss of prime¿ warnings. The loss of prime warnings went unacknowledged for several hours, leading to a ¿replace battery alarm¿ on (B)(6) 2012 at 6:39pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and there were no defects found to the force sensor circuit. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.